Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The evaluation/repair of the device has not been completed.

Event description:
It was reported that, a ht70 plus ventilator had a blank screen. There was no patient involvement at the time of the event.